Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received two inappropriate shocks from this implantable cardioverter defibrillator (ICD) device. Interrogation of device recorded code 1004, indicative of shock impedance measurements greater than 125 ohms resulting in a shorted shock. Subsequently the device exhibited a premature battery depletion (pbd) and was surgically explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this patient received two inappropriate shocks from this implantable cardioverter defibrillator (ICD) device. Interrogation of device recorded code 1004, indicative of shock impedance measurements greater than 125 ohms resulting in a shorted shock. Subsequently the device exhibited a premature battery depletion (pbd) and was surgically explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. This device was returned, and product analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified 2 arc marks and a burn on the outside of the pg case. Review of device memory found a shorted lead error code 1004, had been recorded one day after implant. Memory also showed that after two shocks had been attempted and resulted in abnormal shock impedance measurements, the device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. The investigation concluded that the cause traced to environment investigation conclusion code was selected based on analysis of the returned product which found arc marks on the pg case. This type of damage is likely due to the device delivering a shock with the shocking electrode in close proximity to the pg case. Therefore, the damage is deemed due to the environment outside of the device.